Event description:
The complaint/event occurred on an unspecified date and involved a clave¿ connector. The customer reported difficulties/malfunctions with possible lot numbers #13906163 and #13869268. An emergency room (ER) nurse reported that when the clave was hooked up to a stopcock on a syringe, it wasn't allowing him to draw back the syringe. The nurse stated that was almost like it was creating a vacuum and not allowing any control over pushing the syringe with an unspecified medication that needs to be pushed over a certain amount of time. The nurse was able to figure out that if he puts the clave onto the stopcock at just the right angle then the device will allow him to do what he needs to do correctly. There was no report of human harm associated with this complaint/event.

Manufacturer narrative:
The device is not available to be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information or if a device later becomes available, supplemental emdr(s) will be submitted at that time.